Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of death is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed on (B)(6) 2019 to treat totally occluded lesions in the proximal left anterior descending (lad) artery, distal right coronary artery (rca), and proximal circumflex (cx). A 3.25x28mm xience sierra was implanted in the lad ostium to proximal lad, a 3.0x38mm xience sierra in the proximal to distal lad, and a 2.5x18mm xience sierra in the distal rca. The patients condition was very good post procedure. On (B)(6) 2019, a 3.25x28mm xience sierra was implanted in proximal lcx. The patients condition was good post procedure however deteriorated the day before discharge. Cardiopulmonary resuscitation (CPR) was performed however the patient died on (B)(6) 2019. The exact cause of death is unknown. No further information was provided.